Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. One opened 25 gauge trocar hub in a vial within a pouch was received for evaluation. The returned trocar hub was visually inspected and was found to be non-conforming, the trocar hub was separated from the trocar cannula. There was presence of adhesive inside of the hub. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A provided photo was reviewed by the manufacturing site. The photo is of a trocar hub and cannula and a trocar hub, the report of a separated trocar cannula from the hub is confirmed. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned hub sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for hub damage and adhesive application during assembly. If adhesive application is incorrect or there is a presence of hub damage the assembly is scrapped. In addition, a final qc inspection is performed which includes an aql inspection for damaged hubs and adhesive application. Any non-conformance's are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the plastic band holding of the trocar instrument was released from the metal cannula and the metal cannula attached to the band simply disappeared. They tried for about 20 minutes to find the metallic cannula inside the eye but with no success. The procedure was completed with no patient harm.